Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: clik x anchor sterile kit, upn: m365sc43180, model: sc-4318, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients clik anchors were implanted too superficially and was causing localized pain at the back. The patient underwent a revision procedure wherein the anchors was placed deeper. The patient was doing well postoperatively. Nothing was explanted.